Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. The interior right ventricular defibrillation cable was extrinsically fractured due to pulling/stretching. Visual analysis of the lead indicated apparent expl ant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: dtma1d1 crt-d, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited variability in superior vena cava (svc) coil and rv coil impedance since a generator change approximately six weeks prior. Additionally, the svc coil exhibited undefined high impedance. A fracture of the rv lead was suspected. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.